Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the initial reporter's complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during pre-surgery, it was discovered that the motor device displayed the e6(overheat warning) error code. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the motor device displayed the e6(overheat warning) error code was not confirmed. Therefore, an assignable root cause for the reported condition of e6 error code was not determined. However, during evaluation, it was determined that the device displayed an e8(system fault) error code, would not run and had cord damage. It was further determined that the device failed pretest for visual assessment: (verify that the cord is not damaged), rotational speed assessment: (console display (forward) and (console display (reverse), rotational speed assessment: (instrument reading (forward) and (instrument reading (reverse). The assignable root cause was determined to be traced to user, which is user error.